Manufacturer narrative:
Apoc incident # (B)(6) . The investigation was completed on (B)(6) 2020. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ae (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for chem8+ lot h19255a.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The customer states that the initial samples were potentially sample errors. It is suspected that hemolyzed samples were used but not confirmed at this time. The customer also reports that the last test results were acceptable and performed by a different operator. The investigation is underway.